Event description:
There was no patient involved in this event. The device malfunctioned because an error message was received after a software upgrade and the confirmation certificate failed to print.

Manufacturer narrative:
On receipt of the pad device, it was found it was upgraded with the current software (B)(4). An attempt was made to upgrade the device again and it was successfully upgraded but it froze when it was shut down and produced an error message confirming the fault. After investigation it was concluded the device can not be upgraded using the heartsine universal upgrader tool, (B)(4) but can be successfully upgraded using the standard heartsine production epad programmer tool (B)(4). This did not affect the functionality of the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.